Event description:
This is a report of a home patient (hp) who was hospitalized and subsequently diagnosed with peritonitis manifested by cloudy effluent and stomach pain. Treatment was not reported. The cause of the peritonitis was the hp did not wear a mask. At the time of this report, it was unknown if the patient had been retrained.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the labeling for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.